Event description:
Related manufacturer report number: 2017865-2022-08609. During an in clinic follow up, noise resulting in oversensing was noted on the right ventricular (rv) lead. The noise was reproducible when moving the pocket. Lead insulation damage or a poor connection between the device and rv lead was suspected. No further intervention has been performed at this time. The patient was stable and will continue to be monitored.